Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had piece of insulin pump was broken off. Customer's blood glucose value was 128 mg/dl at the time of the incident. It was reported that reservoir was still there but once she remove the reservoir then part of the pump fall off as well. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.